Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced infection in the scrotum. A surgical procedure was performed during which the existing ipp was removed and replaced with a tactra malleable device. No further patient complications were reported.